Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons were difficult to press. Customer's blood glucose was unknown. Customer states anomaly may have been due to moisture. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad traces. No moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly noted. The insulin pump received with cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.